Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a siltex cracking was observed on the anterior view. Within the siltex cracking, a rupture was noted, measuring approximately 8.0 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female underwent a breast augmentation revision with mentor memorygel breast implants 250cc on the right side and 225cc on the left side. The patient experienced bilateral rupture post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019. The reported implantation date is prior to the device manufacturing date for the reported lot number. If additional information is received regarding the correct lot number or date of implantation, a supplemental report will be submitted. This report is for the right side.